Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. One agilis¿ nxt steerable introducer dual-reach¿ 61 cm sheath, was received for investigation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, air was aspirated into a syringe that connected to the extension tube of the introducer when applying a negative pressure for flushing after inserting the introducer. Several aspirations were attempted but the air was still aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.